Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath (clear) was selected for use. There were no abnormalities noted during preparation of sheath. Mid-way through the procedure during an exchange the physician attempted to aspirate and flush while inserting the farawave and just kept sucking up air. No matter how much the physician aspirated back air kept coming out of the valve. The seal was correct around the farawave catheter itself, but air kept getting sucked back. Early in the case the valve seemed fine and each aspirate and flush was normal. The farawave was taken out, and the faradrive sheath was replaced with a new one. The new sheath worked just fine and the procedure was complete. There was also a non-boston scientific mapping catheter previously inside the sheath. A pressure bag was used for irrigation. The excessive bubbles were noted in the aspiration syringe. No air was seen in the patient. The guidewire was pulled back into the farawave sitting at the distal tip when the farawave was inserted into the sheath. No patient complications occurred.